Event description:
It was reported that an asymptomatic patient presented to clinic after receiving a vibratory notifier for non-sustained lead noise episode. Upon interrogation, myopotential oversensing resulting in non-sustained lead noise episodes due to sensing latency on the far-field channel was observedl. The device was reprogrammed successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.